Manufacturer narrative:
(B)(4) g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial right hip resurfacing. Subsequently, the patient was revised approximately 6 years later due to a pseudotumor. During the revision, the pseudotumor was removed along with the initial implants. A competitor total hip was placed without complications. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right hip resurfacing with no complications noted. Patient had a revision. During the revision a pseudotumor was removed. Recap head and shell implants were removed and replaced with competitor tha with no complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.